Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr was stuck in the lesion. The target lesion was noted to have a severe angle at the bend, approximately 90 degrees, and was located in the severely calcified and previously stented right coronary artery. A 1.50mm rotalink plus was selected and advanced over an extra support rotawire. During the second run, the pitch of the burr changed and it was noted there may have been some burring of the metal stent. During the third run, the burr passed through the stent struts and became stuck. The patient became slightly unstable. Blood pressure had been dropping right from the start of the procedure; however, fluids and time helped each time. There was some st segment elevation observed and the patient was experiencing some pain which subsided with fentanyl. The physician gained access through the opposite groin and passed another wire and a balloon down beside the burr to try and release it, but it was not successful. Patient was then taken to surgery and remained stable during the transfer.